Event description:
It was reported that at the activation appointment for the artificial urinary sphincter, the pump had turned upside down. The physician was unable to manipulate the pump back in place therefore the physician replaced the pump. No patient complications were reported.